Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump displayed a high glucose reading while the user had announced a meal, and an occlusion alert was observed; the agent identified air in the infusion set tubing preventing insulin delivery and guided the caregiver through fill tubing only and fill cannula only, after which insulin delivery resumed and glucose began to decline. Symptoms included no reported clinical symptoms. Outcomes included the need for caregiver assistance in a supervised living setting, user instruction on monitoring, and recovery without medical intervention. Investigation included customer interview, device use review, and troubleshooting with education on clearing air and restoring flow. Investigation of this case revealed an infusion/flow interruption consistent with occlusion or air-in-line affecting insulin delivery through the infusion set, resolved by re-priming the tubing and cannula. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.